Manufacturer narrative:
Result of investigation: it was determined that this unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12/13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative performed the inspiration block test and it fails the test. He has ordered a new inspiration block and upgrade vent to 6.0.17 sfwr. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky" there is no information of patient involvement associated from the reported event.